Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be due to "operator error". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "instructions for use intended use: the catheter is intended for urinary bladder drainage in patients requiring catheterization for management of incontinence, voiding dysfunction, and surgical procedures. Please contact your physician to determine which product options are best for you, paying close attention to product warnings/ precautions and adverse reactions. Wash your hands thoroughly with soap and water. Release the sterile water from the foil packet. Tip the catheter pouch end-to-end three to six times so the water moves back and forth to thoroughly wet the catheter surface. Peel open the pack at the funnel end just enough to expose the insertion sleeve. Don¿t remove the catheter yet. Use the adhesive tab at the funnel end of the pack to stick the pack to a nearby vertical surface while preparing to catheterize. Wash the area around the meatus before catheterizing. Wash your hands again. Hold the insertion sleeve with your dominant hand and squeeze it to grip the catheter shaft as you remove the catheter from the pack. Next, hold the catheter funnel above the insertion sleeve with your other hand and slide the insertion sleeve down the shaft, stopping at about 6¿ from the tip. Release the funnel. Using the insertion sleeve to hold the catheter firmly, gently pass the tip of the catheter into your urethra until the insertion sleeve nears the meatus. Repeat until urine starts to flow. Try to keep the catheter steady until urine stops flowing. When urine stops flowing, slowly withdraw the catheter, stopping if flow starts again, until the last few drops have drained. Finish by disposing of the catheter and its packaging. Wash your hands with soap and water. Warning: this is a single use device. Do not reuse. Reuse of a single use device increases the risk of catheter acquired urinary tract infections. Urethral catheter for urological use only. Discard after use. Made of silicone elastomer."

Event description:
It was reported that the 4 catheters in the shipment in the last 3 days have not been working. The one that do not work were not clear about 1/4" below the tip it was opaque. They did not go in all the way only about 8 inches and not working. It was also stated that some of the hydro packets were dried up. Per follow up via email on 29jul2021, through the last few years, the customer had problem with the magic 3 catheters. When the customer first had the problem, they said it was due to the urinary tract, the customer needed to have a scope at a cost to prove otherwise. The customer problems continued intermittently. The coude tips were too long, clogged causing problems. Catheters were sometimes under lubricate, had dry spots, but they would only go in halfway.